Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). Specific blood glucose levels were not provided. The patient was having issues activating a new pod, which was their last one. Symptoms reported include vomiting, dizziness, tingling in hands and legs, and muscle soreness. The patient was treated with insulin drip and IV (intravenous) fluid. The patient was released the following day. The pod was not worn when seeking medical attention.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.